Event description:
The pt was bilaterally implanted with low bleed gels on 11/15/96. Subsequently, it was noted that the pt had developed infections in both breasts and the prostheses were removed on 1/24/96.